Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that the insulin pump alarmed no delivery multiple times despite a set change. Customer stated that the alarm occurred when attempting to bolus. Customer stated that they were unable to troubleshoot at the time of the call. Customer does not wish to return the set or reservoir for analysis. Customer's blood glucose reading at the time of the call was 79 mg/dl.